Event description:
The distal end of the catheter was replaced. The indication for the revision was not provided. Additional information has been requested from the hcp. A follow-up report will be filed when additional information becomes available.